Event description:
Heartmate 3 left ventricular assist device (lvad) presents with first gastrointestinal bleeding event post-lvad implantation in the setting of aspirin 81 mg and international normalized ratio (inr) 2.4 on coumadin. Two units of transfused blood were required and endoscopic evaluation failed to reveal bleeding source (esophagogastroduodenoscopy (egd) and colonoscopy). Aspirin was discontinued after this event.